Manufacturer narrative:
Tanaka, y. Et al. Collateral damage to the conduction between the right atrium and the superior vena cava caused by pulse field ablation around the right pulmonary vein [conference presentation]. 039-5. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that heart block occurred. Procedure summary: one hundred fifteen (115) consecutive patients with atrial fibrillation underwent pulse field ablation (pfa) procedures using farawave catheters. High resolution mapping of the conduction between the right atrium and superior vena cava was created pre and post procedurally. Event summary: right atrium and superior vena cava conduction changes occurred in fifty-eight (58) of the 115 procedures. Conduction block lines occurred in twenty-nine (29) cases. Superior vena cava potentials partially disappeared in eighteen (18) cases and superior vena cava potentials completely disappeared in eleven (11) cases. During one (1) procedure atrial tachycardia was induced and mapping revealed macro reentry between gaps in the block lines. Patient status: no further information on the status of the patients is available.